Manufacturer narrative:
Internal complaint number: (B)(4). The device was returned to the factory for evaluation on 19may2020 and investigated on 10jun2020. A visual inspection was conducted. Signs of clinical use and evidence of no blood was observed. A microscopic inspection was conducted. The c-ring was completely in tact. The scope wash tubing and the c-ring remained attached to the cannula through the retention rib. The silicone insulation on the cold jaw and hot jaw are intact. There was no resistance detected upon inserting the harvester into the cannula. The heater wire was observed to be twisted and completely flexed away from the hot jaw, remaining attached at the base and the tip of the hot jaw. A mechanical evaluation was performed. The blue toggle switch was manipulated to operate the jaws. The jaws are able to open and close with no difficulty. The jaws match up and align. Based on the returned condition of the device and the results of the investigation, the reported failure "fitting problem" was not confirmed, but was confirmed for the analyzed failure "material twisted/bent¿ confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 sticks while sliding through cannula. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID #(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 sticks while sliding through cannula. A replacement device was used to complete the procedure. The hospital did not report any patient effects.